Manufacturer narrative:
One first PICC catheter was received for evaluation. The catheter tubing was found to have separated from the catheter just below the nose (inverted triangle portion) of the overmolding. The area of separation exhibited an uneven, jagged edge, characteristic of undue force applied to the catheter, such as excess tensile (pulling) force or pressure. Potential contributors include advancing/removing the catheter or stylet despite resistance, or improper catheter securement techniques or maintenance. This can also include flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.) Which can weaken the catheter. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of breakage.

Event description:
A PICC broke at the hub during dressing change. No adverse events. They replaced line.